Event description:
It was reported that a caregiver contacted support regarding transient hyperglycemia above 300 mg/dl while using the ilet system, asking whether it was acceptable to remove the device and infusion set briefly for a bath while the elevated glucose had been present for about 30 minutes. Customer care provided support that included technical support troubleshooting and user education via phone. Investigation of this case revealed that the hyperglycemia had an unclear cause, and no device malfunction was identified based on available information. No symptoms associated with hyperglycemia reported. Outcomes included education on safe disconnection practices and guidance to reconnect promptly. It was concluded that the event was hyperglycemia of unclear cause, with no device failure confirmed and no further medical intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.